Event description:
It was reported to philips that the handswitch button had pushed during startup which was preventing the geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary non-emergency treatment was completed by restarting the system. A philips field service engineer (fse) went onsite and confirmed that a defective switch caused the system to erroneously detect a button press on the swivel hand switch, thereby inhibiting the startup of the geometry. Analysis of system log file confirmed cause of issue due to swivel switch malfunction. The fse replaced the hand switch swivel. After replacement, system was the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use (IFU) for the allura device recommend restarting the system in case of a failure. The IFU details two restart methods: a cold restart, which involves turning the system off and then on, and a fast restart, which allows quicker recovery from a system failure. If geometry movement is lost during a procedure, performing a warm/fast restart or a cold restart can resolve the issue, enabling the procedure to continue and complete. A loss of geometry movement that is corrected through these design mitigations is unlikely to result in death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.